Event description:
It was reported that the insulin pump alarmed off no power twice without any preceding weak battery alarm. The caller stated that she did not remember what brand of battery she had used but noted that all the bars on the battery icon were visible, indicating that the battery was full. The caller did not know the blood glucose reading. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and a request was made to have the device returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.